Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system operated as designed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, post-operative image acquisitions found that a screw was placed with deviation at the l2/3 vertebrae. There was no reported revision of the screw and that there was no reported impact on the outcome of the patient. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
System information updated and corrected.